Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) event during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain-one or more cycle advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 5. The patient's drain volume was 4289ml. The fill volume was 2600ml. This meets iipv criteria. Product surveillance contacted the nurse on 02/23/2011. According to the nurse, she was not aware of this iipv event. Additionally, the patient has not reported any symptoms of overfill. The nurse stated that the patient has resumed therapy. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.